Event description:
It was reported that the ilet user experienced hyperglycemia with a highest continuous glucose monitor (cgm) reading of 330 mg/dl for approximately five hours. It was discovered that the user had deployed their inset infusion set incorrectly by leaving the needle guard on the infusion set and therefore not receiving insulin until a site change was performed. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a usage problem with no device problem found, characterized as an improper or incorrect procedure due to failure to remove the infusion set¿s needle guard, with the affected component being the cannula/infusion set. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.